Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery, priming and the handpiece test ran perfectly. However, as soon as the surgeon began the procedure, the ophthalmic system refused to work, even though everything was still ¿green¿ in the setup (tested). The surgery was completed after a new complete priming sequence followed immediately by the start of surgery. This event occurred during four consecutive surgeries, with no individual patient identifiers available. When the physician tested the ophthalmic system outside the test chamber and outside the eye, the ultrasound and aspiration did not function as specified. After the cassette was re-primed during which the handpiece was in the test chamber and then inserted directly into the eye everything worked properly. No patients were harmed.